Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the leads found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50e (B)(4) description: st linear trial lead, 50cm with pre-loaded 0.014 inch stylet (streamlined) the explanted devices were not returned to bsn.

Event description:
A report was received that following the removal of the patient's trial leads, the patient was experiencing fever, pain, a knot where the needles were inserted and pus discharge from the lead site. The patient went to the ER and was kept in the hospital for a few days. The physician believes the infection was procedure related. The patient was given IV antibiotics and was reportedly doing well.

Event description:
A report was received that following the removal of the patient's trial leads, the patient was experiencing fever, pain, a knot where the needles were inserted and pus discharge from the lead site. The patient went to the ER and was kept in the hospital for a few days. The physician believes the infection was procedure related. The patient was given IV antibiotics and was reportedly doing well.